Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspected imaging system computer, power switching board assembly and system control board assembly have been returned for evaluation; however, results are not yet available. A manufacturer representative went to the site to test the equipment. The following parts were replaced: the imaging system computer, the power switching board assembly, and the system control board assembly. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device. It was reported that the z-axis was not functioning on the system.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the returned hardware functioned as expected. Analysis found that the reported event was not related to this hardware. The power switching board was returned to the manufacturer for analysis. Analysis found that the returned hardware functioned as expected. Analysis found that the reported event was not related to this hardware. The system control board was returned to the manufacturer for analysis. Analysis found that the returned hardware functioned as expected. Analysis found that the reported event was not related to this hardware.

Manufacturer narrative:
Correction: adding proper codes.